Event description:
Alerted to condition on (B)(6) 2014 by quantum's parent company carestream health. Images were taken and the images said they were exposed and the images would not come up, rebooted the system and then the images appeared.

Manufacturer narrative:
Five images were lost on one patient., we do not understand why they exposed the patient x4. No error message. Console just does not have communication with the circuit board in order to signal the detector. Qrad has an actual connection to the generator and shows that a shot was taken, the tutor image will state it was exposed, yet no further error. Based on this being evident to the user (showing the exposure was taken), they should not have taken further exposures without reporting this to carestream or rebooting the system.